Event description:
Two stents were uneventfully placed from the left posterior cerebral artery (pca) p1 segment through the mid portion of the basilar artery (ba) to treat a vessel stenosis and dissection. This resulted in flow was improvement. However, the next day imaging revealed a new intraparenchymal hemorrhage involving the left temporal lobe, resulting in associated mass effect, a mild midline shift, compression and distortion of the left lateral ventricle. The patient's condition declined. The patient was intubated due to a respiratory failure. Three days post procedure, the imaging identified in-stent thrombosis with complete occlusion of the stented portion of the ba and the left pca p1 segment extending to p2 segment. Angioplasty, 10.78mg of intra-arterial reopro and 5.5mg of intra-arterial tissue plasminogen activator (tpa) were given to the patient in attempts to remove the thrombus. This resulted in wide patency of the vessels; only the left pca p1 segment remained occluded. However, the following day the patient developed a new acute infarct within the left thalamus and cerebellar. The patient was no longer awake or responding to pain. The patient's condition continued to deteriorate. The patient's family withdrew care and the patient expired 12 days post procedure. The death certificate lists cause of death as acute ischemic and hemorrhagic stroke, ba dissection that the patient presented with.

Event description:
Two stents were uneventfully placed from the left posterior cerebral artery (pca) p1 segment through the mid portion of the basilar artery (ba) to treat a vessel stenosis and dissection. This resulted in flow was improvement. However, the next day imaging revealed a new intraparenchymal hemorrhage involving the left temporal lobe, resulting in associated mass effect, a mild midline shift, compression and distortion of the left lateral ventricle. The patient's condition declined. The patient was intubated due to a respiratory failure. Three days post procedure, the imaging identified in-stent thrombosis with complete occlusion of the stented portion of the ba and the left pca p1 segment extending to p2 segment. Angioplasty, 10.78mg of intra-arterial reopro and 5.5mg of intra-arterial tissue plasminogen activator (tpa) were given to the patient in attempts to remove the thrombus. This resulted in wide patency of the vessels; only the left pca p1 segment remained occluded. However, the following day, the patient developed a new acute infarct within the left thalamus and cerebellar. The patient was no longer awake or responding to pain. The patient's condition continued to deteriorate. The patient's family withdrew care and the patient expired 12 days post procedure. The death certificate lists cause of death as acute ischemic and hemorrhagic stroke, ba dissection that the patient presented with.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke, thrombosis and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.